Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to prime unit during prime test due to slightly loose drive support disk. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker.

Event description:
Customer reported that the insulin pump alarmed motor error during bolus delivery. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is 150 mg/dl. Nothing further reported.